Manufacturer narrative:
G4:20nov2020; b4:09feb2021. Additional information was received and confirmed that there was no patient involvement. The issue was found during testing. The authorized service personnel (asp) replaced the battery to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event:(B)(6) 2020. Date of report: 01dec2020.

Event description:
The customer reported battery failure. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.